Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife was reported via phone call that, the customer had high blood glucose of 576 mg/dl. The customer's wife noticed that, the doctor made changes on the insulin pump and ever since then husband has been having high blood glucose. The device will not be returned for analysis.